Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify or duplicate the reported power failure. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device lost power while monitoring a patient. The customer indicated that they were performing a nibp measurement and the patient's ECG reading was showing a lot of artifact and the device then lost power. No additional information on the patient or the event has been provided. There have been no reports of any adverse effects to the patient during the reported event.